Event description:
As reported by the user facility: " I do want to point out that we have had serious event occur in our nicu that is currently under review that may be associated with piv insertion." Customer indicated patient harm may have occurred, but no details have been provided.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.